Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the emergency room with cardiac arrest, device back up vvi issue was observed. Device did not deliver any shocks and therefore the patient had to be resuscitated successfully and was rescued with external defibrillation. The device went into back up vvi mode due to excess long charge times. The device was observed to be far below end of life due to length of time implanted however this may be contributed to the issues. A device download was unable to be performed due to the end of life issue. Device was unable to be replaced on this day due to the patient having pneumonia as well. Patient did not have his device check in five years. Device was explanted and a new device was implanted. No further information available.